Manufacturer narrative:
The quality engineer investigation noted that the issue could not be confirmed. Samples from the same lot were returned and tested. The snares performed as expected . No shock could be produced. No product defect could be identified. The facility that experienced the event reported to the distributor that similar malfunctions were observed when using another manufacturers polypectomy snare. Therefore it is unknown whether the snare or another component was responsible for the reported malfunction.

Event description:
It was reported that the patient experienced an electric shock during the polypectomy procedure and the burned area seemed larger than normal. Subsequently, the patient got a fever and underwent new surgery caused by perforation of the intestine, and ending with colostomy.